Manufacturer narrative:
(B)(4). Product returned with complaint for review. As returned, it is confirmed that the tabs of the impactor are bent. The distance between the implant retaining tabs are no longer dimensionally conforming. Hardness was tested and found to be within specification. Base on lot numbers, the impactor has an approximate field age of 5 years. No other reports of any nature have been received for this part/lot combination. The device is used for treatment. The investigation concluded: the most likely scenario is that the tabs were bent at some point in its life in the field; however, with the supplied information an exact cause cannot be determined at this time. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that prior to usage, the tines of a glenoid impactor were noted as bent.